Manufacturer narrative:
One tapered screw-vent implant (tsvtwb10) and mount were returned for investigation. Visual evaluation of the as returned products identified that the mount was attached to the implant. There were scratches on the mount but the devices had no apparent signs of malfunction (images 1 & 2). Functional testing was performed to disengage mount from implant. The mount disengaged from implant as normal (image 3). Pre-existing patient conditions and x-ray images are irrelevant to this investigation. The implant was being placed on tooth # 14 (unknown notation system) when the incident occurred. Picture images were not provided. Appropriate documentation was reviewed. The DHR was not available electronically for the subject lot number (1236364) thus could not be further reviewed at the time of the investigation. A notification to manufacturing has been sent and requested to pull the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Since the DHR was not available, a search in the non-conformance database (tipqa) was conducted with the lot number to discover any non-conformances related to the reported event and subject lot number. No non-conformances were found for the subject lot number. Complaint history review was performed for the lot (1236364) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was unconfirmed following functional testing.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. PMA/510k: k101880.

Event description:
It was reported that fixture mount would not disengage implant, screw was stuck and would not release fixture from implant. Implant at tooth site # 14 had to be removed. Patient to return for implant re-placement. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.